Manufacturer narrative:
Dob: (B)(6). Additional suspect medical device components involved in the event: model: db-2202-45, serial/lot: (B)(4), description: dbs directional lead sterile kit 45cm. Model: nm-3138-55, serial/lot: (B)(4), description: 55cm 8 contact extension. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed urosepsis which was moderate in severity. The patient was treated with antibiotics and discharged. The event was assessed as unlikely related to the procedure and not related to the device.

Manufacturer narrative:
Additional information was received that the patient was admitted with fever and pain with urination which was moderate in severity. Following the implant procedure, the patient developed urinary retention and was discharged with a catheter. On the day prior to admission, an attempt was made to wean the subject from the catheter however, this was unsuccessful and therefore the catheter was re-inserted. During admission, the subject was treated with antibiotics and after 3 days another attempt was made to wean the subject from the catheter however this resulted in a strong sensation of pressure and the catheter was replaced with drainage of clear urine. The subject was discharged with a permanent catheter.

Event description:
A report was received that the patient developed urosepsis which was moderate in severity. The patient was treated with antibiotics and discharged. The event was assessed as unlikely related to the procedure and not related to the device.